Event description:
Surgeon was using the stryker sonopet ultrasonic aspirator with the spetzler claw tip (#5450-800-315) to treat a bony deformity from an old fracture and the patient ended up with a burn on the nose. Surgeon discontinued use of the sonopet aspirator and finished treatment with the hand-held rasp. The nose was dressed and the patient was delivered to the patient acute care unit without further incident.